Manufacturer narrative:
The technician replaced the brake caster to resolve the issue.

Event description:
The technician alleged the brake caster was not fully locking causing the bed to move while in brake mode. No patient impact.